Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent right ventricular undersensing. Technical services (ts) advised undersensing was result of device programming. Ts provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.